Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? -no. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. Additional information received: is the current patient(s) status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: catheter-guided anvil insertion for circular stapler esophagojejunal anastomosis: a novel technique in laparoscopic total gastrectomy. Authors: zeyao ye, pengfei yu, yang cao, vian du. Citation: updates in surgery, 2024. Https://doi.org/ 10. 1007 /sl 3304-024-01753-2. The objective of this retrospective clinical study was to evaluate the feasibility, safety, and short-term outcomes of employing the catheter-guided stapler anvil insertion technique for esophagojejunal anastomosis using a circular stapler during laparoscopic total gastrectomy (ltg). Between september 2021 and april 2023, a total of 80 patients (51 males, 29 females) mean age of patients was 64.96 ± 10.26 year. The surgery performed was laparoscopic total gastrectomy (ltg) with esophagojejunostomy using a novel catheter-guided stapler anvil insertion technique. A catheter was attached to the tail of the circular stapler anvil. The catheter was pre-tractioned and inserted to ensure it was adequately secure. Also utilized a linear cutter (ethicon echelon flex 45 mm) to transect the esophagus at the stapler entry point. The primary body of the circular stapler (covidien premium plus ceea 25 mm) was introduced into the jejunum using a sectioned finger cot and secured in place by tying. Reported complications included: echelon flex 45 mm (ethicon endosurgery); anastomotic stenosis (n=?), treatment: not reported. Abdominal infection in (n=?), treatment: not reported. Intestinal obstruction (n=?), treatment: not reported. In conclusion, this study proposes a catheter-guided anvil placement technique for circular stapler esophagojejunostomy in laparoscopic total gastrectomy, demonstrating the safety and feasibility of potential improvements. This method holds potential in mitigating complications like anastomotic leakage. However, rigorous prospective clinical studies involving a larger cohort are essential to ascertain its safety and efficacy.